Event description:
Medtronic received information that three days post implant of a bioprosthetic valve patient experienced three episodes of syncope and telemetry showed ventricular standstill. A permanent pacemaker was implanted. No additional adverse patient effects were reported. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).